Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient saw distortion, things were stretched. The iol was exchanged for unspecified (atiol) advanced technology intraocular lens. Clinical reason for explant mentioned as post (laser-assisted in situ keratomileusis) lasik unpredictable astigmatism wants. Additional information has been requested.